Manufacturer narrative:
MFR's ref no. (B)(4). The device was not returned to baxter for eval and therefore, eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a flow rate inaccuracy occurred on a spectrum pump. No pt injury was reported. The alleged flow rate inaccuracy is currently unk.